Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions observed in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues observed. Unrelated to the complaint, evaluation revealed a cracked battery compartment and stripped battery cap. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Investigation also revealed that the keypad was torn at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. During the original call regarding the reported incident, customer support concluded that the bg excursion was likely due to the patient not filling her cartridge with insulin.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt reportedly woke up with a 456 mg/dl blood glucose result and passed out. Her mother contacted the emergency medical services who then took her to the hospital. The pt was given 16 units of insulin via syringe and was then sent home. The evening prior to the reported incident, the pt reportedly primed the pump with 15.9 units and performed the fill cannula step. According to the pump's prime history, the pt also primed 36 units, 26 units, and 18 units just prior to calling animas and claimed there was no insulin coming out. The pump's history also indicated an empty cartridge warning. The pt was asked to inspect the cartridge on the phone: the pt stated that the cartridge was dry and there were no signs of moisture or insulin in the cartridge. The pt stated she may have not filled her cartridge last evening since the cartridge is completely dry. She inserted a new cartridge and tubing and was able to successfully prime the pump. Animas conducted a follow-up call on (B)(6) 2011. The pt indicated that her pump is functioning fine and that her blood glucose levels have returned to normal range. There was no indication that the pump malfunctioned; however, this complaint is being reported because the pt developed elevated blood glucose levels, which required medical intervention.